Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was experiencing oversensing of atrial fibrillation (af) on the right ventricular (rv) lead. The device delivered inappropriate anti-tachycardia pacing (atp). The device remains in service. No adverse patient effects were reported.